Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) remained on the delivery rod and hemostasis was not achieved. There was no reported patient injury. The procedure involved withdrawal until the indicator window changed from black-white to black-black, with the left hand fixing a 5f unknown sheath and the right hand pressing the plug deployment button normally and holding for 6 seconds, after which the sheath and exoseal were withdrawn together. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) remained on the delivery rod and hemostasis was not achieved. There was no reported patient injury. The procedure involved withdrawal until the indicator window changed from black-white to black-black, with the left-hand fixing a 5f unknown sheath and the right hand pressing the plug deployment button normally and holding for 6 seconds, after which the sheath and exoseal were withdrawn together. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, and the deployment lever was fully depressed, achieving the indicator wire retraction and the expected plug deployment. Additionally, the indicator window¿s black/white and red positions were obtained as expected. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and was within specifications. A high-magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿, was not observed through analysis of the returned device as the deployment lever was able to be depressed with full plug deployment. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the plug not being deployed reported since the returned device did not match the event description. It was reported that deployment lever was depressed and held for six seconds. However, the device was received with the deployment lever not depressed. It is unknown what issue the customer may have experienced with this product. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.